Event description:
Note the pt received three leads from the same lot number. It was reported the pt's supra-orbital (off-label) implanted leads migrated. Consequently, the pt lost effective stimulation therapy. F/u identified the pt underwent surgical intervention on (B)(6) 2014 to reposition her leads. The pt reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.